Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire was broken. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is defective.